Event description:
It was reported that the surgeon states that xray shows the shell is positioned in 55 degree of abduction. That it is too vertical and caused subluxation. It was further reported that pt had squeaking prior to revision.